Event description:
A tps plus irrigation console was sent for evaluation due to overheating. There was no pt involvement; no adverse event was associated with the device. No further information was provided by the user facility.

Manufacturer narrative:
The device was received for evaluation; additional information will be submitted once the quality investigation is completed.